Event description:
It was reported that the patient with this pacemaker device exhibited signal artifact monitor (sam) episodes and minute ventilation (mv) was disabled. The patient was in hospital due to complete heart block (chb) and was sedated. All other device testing were normal sensing values and pace thresholds; however the last evaluation showed the threshold values at 2.5v which were higher since implant. Impedance values listed as noise in these sam episodes could be likely due to electromagnetic interference (emi) during the surgery. Technical services (ts) stated that the noise noted was possibly due to electromagnetic interference (emi) during the surgery. It was unclear that device was a contributing factor to the car accident. This device remains in service. No adverse patient effects were reported.